Manufacturer narrative:
The device was explanted and replaced with a new device. As of this date, the device has not been returned. If the device should be returned, this event will be reopened and the device will be analyzed.

Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting this patient's device was pacing at the maximum sensor rate during a follow-up in the clinic. The sr stated no rate enhancements were turned on. The sr also stated that she lowered response factor and there was no change in rate. Ts recommended turning the rate response feature off and believes this issue is consistent with the pdm hermetic sealing advisory, original population ((B)(6) 2005), which this device is included in. Ts recommended replacing the device soon. The sr turned off the accelerometer and the patient's rhythm and rate moderated. Further information received two weeks later indicates this device was explanted and replaced due to the device being stuck at the max tracking rate (mtr). No adverse patient effects were reported during this clinical observation.